Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not successfully implanted due to a warning message present upon initial interrogation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that this device was still sealed in the inner sterile packaging. Analysis determined that the reason for the warning displayed at implant was a low battery measurement. The low battery measurement was due to long telemetry time over multiple attempts to upgrade the firmware. This temporarily lowered the device battery voltage and triggered the ¿do not implant¿ warning message. The firmware upgrade was successfully completed based on device memory and the battery voltage has since recovered.